Event description:
It was reported that the external pulse generator (epg) experienced a self-test error when turned on by the hospital staff. The epg was reported to the hospital's biomedical department for testing. The error was reproducible by the biomedical staff and the epg will be "fully tested." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.